Event description:
A gore tag thoracic endoprothesis was implanted for the repair of a descending thoracic aortic aneurysm. Approximately 37 days post implant, the pt was readmitted to the hosp because pt complained of back pain, right upper quadrant pain and fever. A CT scan revealed abnormal soft tissue surrounding the stent in association with tiny air bubbles in the area of the tissue consistent with superimposed infection. Antibiotics were given to the pt. Four days later, following a coughing episode associated with large amounts of blood, the pt became unresponsive and ultimately died.